Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced and issue with short battery life. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the pump¿s history showed evidence of short battery life illustrated in the form of a sudden voltage drop on 09/22/2013. During testing, the pump powered on normally and was able to be exercised with no alarms. The current draws were found to be high. The pump cover was removed; a failure was found on the printed circuit board. The component was unplugged and the current draws returned to nominal values. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.